Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The photo shows the distal extension line separated towards the luer hub, and the separated end of the extension line appeared jagged. A device history record review was performed, and there was one potential finding. A non-conformance was initiated for lot 72c24d0243 to address the issue "disconnected connector on the extension tube." The failure mode of this complaint is the same as/relevant to the non-conformance identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure , staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of extension line/luer hub separation was confirmed by visual inspection of the customer supplied photo. The distal extension line was separated towards the luer hub, and the separated end of the extension line appeared jagged. The observed defect appears consistent with a manufacturing molding defect. Based on these circumstances, manufacturing likely caused or contributed to the reported event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the third lumen connection came off completely." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details have not been provided at this time.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the third lumen connection came off completely." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details have not been provided at this time.